Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -11.50/+2.5/179 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The lens was reported as having rotated. The lens was repositioned on (B)(6) 2020 but the problem was not resolved. The icl was too small. The lens remained implanted.

Manufacturer narrative:
B5: the icl lens was explanted, cataract surgery was performed and an intraocular lens (iol) was implanted. H6: health effect impact code: 4625 - cataract surgery and iol implant. Claim # (B)(4).